Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the backlight was unresponsive. Customer's blood glucose reading at the time of the call was 86 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted. The back light functioned properly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a broken belt clip slot.